Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Results - d life sciences - bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for missing label with the incident lot was observed. A review of the manufacturing records was completed for the incident lot and no issues were identified. Manufacturer narrative: based on the investigation, the root cause for the missing and double-labeled tubes was determined to be a timing issue on the labeling equipment.

Event description:
It was reported that bd vacutainer® ssttm ii advance tubes label printing error. No injury or medical intervention.